Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw was completed and passed. Instructed the customer to change the site and use manual injections per md protocol. Also it was found that the customer had an ear infection diagnosed two weeks ago and was treated with antibiotics. The customer complained that it was very hot and the humidity irritated the customer. The customer reconnected the set. Advised to keep the device on suspend until md advises otherwise.